Manufacturer narrative:
Results: the complaint of "lead broken/fractured" was confirmed. The lead was kinked with all wires broken approx 24.5 cm from the stim end. This would have caused the invalid impedance observed in the field. As there was no breach of the outer tubing of the lead; the damage is consistent with an overstress condition the lead was subjected to while it was inside the patient. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient (germany) lost stimulation. A diagnostic test revealed impedance issues for all lead contacts. Surgical intervention was undertaken for further interrogation, and a lead fracture was observed. As such, the device was explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.